Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was previously reported, ¿nothing is working so we're wondering if the stimulator is malfunctioning or not.¿ the patient was admitted to the hospital on (B)(6) 2013.

Event description:
Additional information received reported that the cause of the event was gastroparesis. The patient had kidney-ureter-bladder (kub) radiographies and computed tomography (CT) scans while hospitalized. The associated signs and symptoms were nausea, vomiting, abdominal pain, and decreased appetite. The patient required 'many' hospitalizations for nausea and vomiting. The patient improved greatly after her gastric pacemaker was interrogated and reprogrammed via telephone. The patient recovered without sequelae.

Manufacturer narrative:
Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported the patient experienced a loss of therapeutic effect, nausea and vomiting. It was noted the nausea started on (B)(6) 2013 which was when the patient was seen by her healthcare professionals (hcps). The patient's hcps had tried to give the patient medications but they were not working. It was reported the patient had been admitted to the hospital. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.